Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was returned in segments, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted and cut , there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, all insulators were breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, guidetooth was damaged, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead became dislodged during a catheterization procedure. During the procedure to remove the dislodged lead the right atrial (ra) lead was dislodged. Both the rv and ra leads have been removed and replaced with new leads. No patient complications have been reported as a result of this event.